Event description:
A tandem mobi cartridge alarm was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer loaded a new cartridge, resumed insulin, and later called technical support, which verified the alert in the pump's history.